Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to be interrogated with two separate merlin programmers. The third merlin programmer was successful in interrogating the device. The patient was stable with no adverse consequences.